Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07720. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: (B)(4)2013. The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolaspe. It was reported that after implantation the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring, urinary problems, bowel problems and neuromuscular problems. It was reported that the patient underwent approximately three to five in-office mesh revision procedures in approximately 2008. No additional information provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07720. The same patient is represented in each medwatch.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07720. The same patient is represented in each medwatch..

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.